Manufacturer narrative:
This product was explanted over two years ago and has not been returned. Due to the amount of time that has passed, it is unlikely the valve will be returned for analysis. Should the product be returned, the event will be re-opened and the device analysis supplemental report filed. (B)(4).

Event description:
Medtronic received information that one month post implant of this bioprosthetic valved conduit, it was reported that the valve had significant insufficiency. The valved conduit was replaced with no further adverse patient effects reported. The explant occurred 2 years ago, the valve will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record showed that this product met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. The device was not returned for analysis. The reported issue could not be confirmed. At this time, there is insufficient information to determine root cause.